Event description:
It was reported that a patient underwent a revision procedure approximately 10 months postimplantation due to impingement of the glenosphere and custom glenoid. Glenosphere and vrs were removed and the tray and bearing swapped with a versadial head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: compr vrs glen pps min tpr adr, cat# 110027734, lot# m604210; unknown glenosphere, cat#ni, lot#ni; unknown screw, cat#ni, lot#ni; unknown screw, cat#ni, lot#ni; unknown screw, cat#ni, lot#ni. Visual examination of the provided pictures and videos identified the bearing is worn secondary to impinging on the bone. However, as the products were not returned further visual and dimensional analysis could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: multiple glenoid implant fixation screw fractures. Mild glenoid implant displacement. Suspected metal on metal implant contact. The humeral implant fit is maintained. There is apparent glenoid implant loosening and mild displacement secondary to multiple fractured fixation screws. Bone quality is osteopenic. There appears to be implant impingement. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00990; 0001825034 - 2022 - 00991; 0001825034 - 2022 - 01380; 0001825034 - 2022 - 01381; 0001825034 - 2022 - 01382.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D2: phx. D10: comp rvs cntrl 6.5x45mm st/rst cat#115399 lot#ni399550. Comp lk scr 3.5hex 4.75x45 st cat#180556 lot#568350. Comp lk scr 3.5hex 4.75x45 st cat#180556 lot#641340. Comp lk scr 3.5hex 4.75x35 st cat#180554 lot#618140. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event has not changed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00990-3; 0001825034-2022-00991-5 0001825034-2022-01380-3; 0001825034-2022-01381-3; 0001825034-2022-01382-3. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure approximately 10 months post implantation due to impingement of the glenosphere and custom glenoid along with the fracturing of the screws. Glenosphere and vrs were removed along with all screws. The tray and bearing were swapped with a versadial head.